Manufacturer narrative:
The pump passed the self-test. All buttons function properly. The test mobile phone communicated or paired properly with the pump noted. No communication anomaly noted. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Keypad/button unresponsive/button error alarm not confirmed. Customer alleged not confirmed for pump unable to pair to the mobile phone. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported the loss of communication between insulin pump and mobile application, difference between sensor glucose and blood glucose values, was experiencing issues with the pump and advised that the pump needs to be pressed multiple times. Experienced high blood glucose of 188 mg/dl after experiencing sensor glucose versus blood glucose issues with the sensor the event involved product(s) mmt-7040a, mmt-1884, unomedical, unk_reservoir, unk_fotasoftware. Troubleshooting was performed for sensor glucose versus blood glucose. Insulin delivery was not suspended. Blood glucose value was 77 mg/dl and sensor glucose value was 50 mg/dl at the time of event. The difference between blood glucose and sensor glucose was outside the acceptable range. Troubleshooting was not performed for high blood glucose, keypad anamoly and for loss communication issue, it is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-7040a. Product return is required for mmt-1884. No product return is required for unomedical. No product return is required for unk_reservoir. Product return is not applicable for non physical device unk_fotasoftware.